Event description:
It was reported that the spring wire guide (swg) inside of the pt presented to be stretched. In the moment of taking off, it was difficult to manage the process, so it was needed another material. There were no pt complications or delay in therapy reported. No intervention required.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.